Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/11/2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: during investigation, the battery compartment was found to be cracked. Evidence of moisture corrosion was visible in the battery compartment and on the battery cap. A test cap was used to complete investigation. The pump failed a leak test due to the cracked battery compartment. The pump cover was opened and no further moisture corrosion was observed.